Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they have been experiencing recurrent urinary tract infections. Patient has been using the pure wick system since it was available to private consumers and really likes the product. Caller would like any additional tips to help reduce utis if there are any. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they have been experiencing recurrent urinary tract infections. Patient has been using the pure wick system since it was available to private consumers and really likes the product. Caller would like any additional tips to help reduce utis if there are any. It was unknown what medical intervention was provided for urinary tract infections.